Manufacturer narrative:
Siemens is currently conducting a comprehensive investigation of the reported issue. As the investigation is ongoing, the root cause has not yet been established. A supplemental report will be submitted as soon as additional relevant information becomes available, and a final report will be provided upon completion of the investigation.

Event description:
Siemens healthineers became aware of an incident that occurred while operating the somatom go. All CT system. Based on currently available information, the reconstruction of an examination performed on an acute stroke patient failed to execute. Following the incident, the user restarted the system, after which the reconstruction functioned normally. This resulted in a reported diagnostic delay of approximately 10¿15 minutes. No injuries or adverse health effects have been reported in connection with this event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation did not identify an underlying failure mechanism, and no definitive root cause could be established. A comprehensive technical investigation was performed based on the data provided. The available system logs were reviewed; however, they were not sufficient to determine the root cause of the issue. Specifically, no extended save log or system dump files were available for analysis, and the reported behavior could not be reproduced. The investigation did not identify an underlying failure mechanism, and no definitive root cause could be established with the information provided. As a temporary mitigation, restarting the system restored normal functionality of the reconstruction process. No further technical investigation was possible due to the lack of additional diagnostic data. A safety assessment was conducted and no corrective or preventive actions were implemented.